Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump was returned and evaluated by product analysis on (B)(4) 2011, with the following findings: the keypad was found to be intact; no peeling or lifting was observed. All keypad buttons responded during investigation. The keypad was removed and there was no problem observed with the key contacts. No defect was found.

Event description:
The patient reported that the up arrow button is not responding. He denied any holes or tears in the keypad. The pump was not exposed to water.